Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that 30 days post implant, that the patient had been experiencing severe right leg pain. A CT scan confirmed that the ipsi limb which was implanted on the right side had occluded due to a dissection. A secondary intervention was performed five days later. The physician believes the dissection originated at the right hypo and traveled distally down the right common to just above the hip; traveled proximally to the flow divider of the endurant bifurcated graft. The physician had to reline the vessel into the external with two additional contralateral limbs and an endarterectomy was also performed to address the flow. The physician stated that the limb occlusion was caused by the dissection. No additional clinical sequelae were reported and the patient is being monitored.